Manufacturer narrative:
The impella cp product was returned for analysis. The data logs are not applicable to the failure mode and were therefore not a part of the event analysis. Upon review of the returned product, there were two tears discovered along the tip of the wound closure. The lot of wound closure had no other complaints leveled against it. The root cause of the bleeding was the tear at the wound closure. There is a CAPA for this failure mode. The failure will be monitored and trended. (B)(4).

Event description:
A (B)(6) male transported himself to the hospital emergency room and promptly coded, went into ventricular tachycardia, and after successful resuscitation, was taken to the cardiac cath lab. An angioplasty was performed with an impella cp being utilized for hemodynamic support. After the angioplasty the patient was sent to the ICU with the cp for continued support and monitoring. While in the ICU the pump position was checked via echo and repositioned. After repositioning, the team noticed a groin access site hematoma was developing and began to hold pressure at the site. The patient's heart rate increased and blood pressure was decreasing at this time. When the bleeding was unable to be controlled, and with the patient condition deteriorating, the team chose to send the patient to the operating room (or) for evaluation of the groin site. While in the operating room (or), the cardiothoracic surgeon performed a cutdown to the site and the vessel was repaired. The team did not infuse any blood products and noted the patient to be stable after vessel repair and impella cp explant. Upon review of the cp post explant the team noted that the repositioning sheath of the cp had a tear of unknown etiology.